Manufacturer narrative:
According to the field, the rv lead will not be returned back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead had dislodged and migrated from its original position in the heart three days post-implant. The physician suspected the helix had not properly secured to the tissue as helix extension/retraction issues were noted during the initial implant procedure. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.